Event description:
This complaint was forwarded by (B)(4), quality technician IV, design assurance at (B)(4). The pt had a urethral bulking procedure done on (B)(6) 2011. The procedure was completed successfully without any complications. In the evening, the pt went to the emergency room due to retention issues.

Manufacturer narrative:
The pt "passed a voiding trial with ease" at 9 am on (B)(6) 2011. On (B)(6) 2011, the pt was having difficulty voiding, the pt was given bactrim and pyridium. On (B)(6) 2011, the pt had hives on her arms, legs and chest. She also had swollen lips and throat. A foley was placed and the pt was discharged from the ICU on (B)(6) 2011. Per (B)(4) written report, "the physician is trying to rule out coaptite and would like to know if the coaptite contains latex." Per (B)(4), "after discharge, pt is ok." The device history records for coaptite lot 1024836 were reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.